Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer reported an elevated blood glucose level of over 400 mg/dl, which was addressed with an injection via a insulin pen. It was confirmed that the customer had manual injections and lantus injections as alternate insulin therapy.